Event description:
Per the clinic, the patient experienced a performance decrement, subsequent to sustaining a head trauma in (B)(6) 2019. Reprogramming attempts were made; however the issue could not be resolved. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device.